Event description:
It was reported that a biventricular assist device (bivad) patient had low flow alarms on their right vad (B)(6). The patient sat up in bed and the alarm started. The low flow persisted, and the local vad team downloaded log files. The data showed a potential pump obstruction. Once the event had occurred the physician decided to increase the speed. The obstruction was confirmed via echocardiogram and a computed tomography (CT) scan. The patient had normal clinical parameters prior to the event and only one episode of ventricular tachycardia. After a few hours the flow fell to zero and the patient went into cardiogenic shock. Low flows were active at the time. The local team exchanged the rvad for a new pump due to a confirmed pump obstruction. There were no changes in patient condition or anticoagulation status prior to the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was doing well, the situation with the pumps was nominal and treatment was in accordance with hospital protocol.

Manufacturer narrative:
Section d6a: date of implant corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured. It was reported that the patient has a biventricular assist device (bivad). Data showed potential pump thrombus obstruction on the right ventricular assist device (rvad), (covered under (B)(6) investigation). It was later communicated reported that the patient had one episode of ventricular tachycardia. After a few hours the patient went into cardiogenic shock. The patient was doing well, and the pumps nominal and the treatment was in accordance with hospital protocol. No pump related issue at the moment. The patient remains ongoing on heartmate 3 lvas, serial number(B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and thromboembolism, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and thromboembolism as potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.